Event description:
Event description guidant received information that one day post implant, this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited intermittent oversensing of the atrial beat which inhibited pacing. A guidant representative reported that the atrial threshold was 1 v and both the right atrial and left ventricle ouputs are at 3.5 v. ,